Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm on an unknown date. It was reported that the physician suspected of an endoleak type 3. No cause of the event was reported. No additional clinical sequalae were reported and the patient will be monitored.